Event description:
It was reported approximately four weeks post port placement, the catheter allegedly disconnected during treatment at the reservoir. The detached component migrated inside the patient with the posterior location at the mediastinum. The device was removed approximately seven days later via a hemodynamic procedure and replaced. The patient was transferred to the intensive care unit. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, 2 medical images were provided for review. The investigation is confirmed for migration of the catheter within the patient but disconnection cannot be confirmed with the information available. The image review statement includes: ¿image 2: frontal chest radiograph dated (B)(6), 2020 is coned down of the chest. There is port catheter tubing with the port hub not seen. A small portion of the catheter tubing has migrated to overly the right heart and left sided pulmonary arteries,¿ and ¿the length of catheter tubing that is embolized appears shorter than the portion that is seen on the original catheter placement radiograph. I can not tell why the tubing embolized. The cranial portion of the original radiograph is not included to show what the rest of the catheter looked like and whether it was intact.¿ based on the image review, the migration of the catheter can be confirmed, but it cannot be determined from the information available if the event included disconnection or catheter breakage, although material compromise of some kind may be more likely since the migrated catheter segment appears shorter than in the original image. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (03/2023), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however, an image was provided for review. The investigation of the reported event is currently underway. Expiry date (03/2023).

Event description:
It was reported approximately four weeks post port placement, the catheter allegedly disconnected during treatment at the reservoir. The detached component migrated inside the patient with the posterior location at the mediastinum. The device was removed approximately seven days later via a hemodynamic procedure and replaced. The patient was transferred to the intensive care unit. The status of the patient is unknown.